Manufacturer narrative:
D4 - UDI number for the product code is not required. The actual device has been returned to the manufacturing facility for evaluation. Visual and magnifying inspections found a break which implied the actual sample was distorted and ripped off. Based on the complaint description, it is assumable that the actual sample was detached from the main body forcefully. This break seemed to have nothing to do with the reported issue. X ray fluoroscopic inspection did not reveal any anomalies such as a break on the lead wire. A review of the device history record and product release decision control sheet of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found one other report of this nature from the same facility. See MDR number 9681834-2017-00160. There is no evidence this event was related to a device defect or malfunction. Since the actual sample was returned to ashitaka in the broken state, it was not possible to complete an evaluation from the view point of its temperature determination performance. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported an unexpected value in the temp of the capiox device during a procedure. Follow up communication with the user facility provided the following information: the capiox device with lot number 170131 showed an unexpected value in the arterial temperature with some variation; the customer changed out 170131 to 170330; the issue was not solved, the customer found that when contact was made with the base of the cable jack the indicated values varied; and the customer continued the extracorporeal circulation successfully.